Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark image. The issue was found during the set up. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone with troubleshooting steps. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
No new information provided by customer.